Event description:
A physician reported that, during a cataract procedure on the left eye using an ophthalmic system and ophthalmic handpiece, corneal edema occurred. The customer reported that the edema resulted in an initial postoperative reduction in best corrected visual acuity of more than two lines, with residual vision limited to hand motion, and was associated with corneal opacity. The edema persisted for approximately ten days and showed a progressive response to prescribed corticosteroid medical therapy. It was also reported that three ophthalmic handpieces, each with a different serial number used on the different patients and it was not know which of the three handpieces was used on which patient. The current condition of the patient was improving. This report pertains to ophthalmic system suspected of being used on two of the seven patients reported by the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.